Event description:
A pt reported blood glucose results of "223 mg/dl, 143 mg/dl, and 142 mg/dl" with a lifescan meter, performed within 10 monutes of each other. The meter and test strips were replaced.